Event description:
The customer reported that the device jaw would not open while on tissue. It is unknown how the device was removed. There was no patient injury. There is no further information available.

Manufacturer narrative:
(B)(4). The sample has received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.